Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/2.0/076 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to elevated iop. The problem was resolved. Cause of the event is unknown. Reportedly, "2 months after the operation, the iop has been between 26-29 mmhg, the patient was anxious and asked to remove the lens."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected data: d4: expiration date: should be corrected to 31-may-2025. H4-device manufacture date:should be corrected to 13-jun-2022. Claim#(B)(4).